Event description:
The customer reported a b30 scope communication error message was displayed when using the evis eus ultrasound bronchofibervideoscope during a diagnostic procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint was confirmed and an e216 communication error was displayed. In addition, evaluation found the resistance of the probe was zero, the scope body had a deep scrape mark after channel opening, the bending section cover glue was cracked, a red crack was visible on the image, switch 4 was not working, and fluid invasion was found due to water resistant cap not being attached prior to immersion. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the b30 and e216 error was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
This report is being submitted for the b30 and e216 communication errors.